Event description:
Reporter indicated a vns patient was admitted to the hospital in status epilepticus. The status epilepticus was brought under control with medications. The patient had prophylactic vns replacement surgery performed the next day. The vns was not at end of service and vns systems diagnostics tests were within normal limits. Attempts for further information and return of the explanted generator are in progress.